Event description:
Philips received a complaint from a customer that there is a footswitch bent issue. This issue was caused by the malfunction of examination room's footswitch. The pedal of fluoroscopy was bent.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.